Event description:
Manufacturer was informed that perceval valve pvs25/l was implanted on (B)(6) 2024. Reportedly, mild pvl was noted after implantation, but pvl got worse with slight migration of the valve. It was noted that the tissue around the annulus ring was lost when the implanted ring was explanted at the surgery and pvl occurred because of that. After repairing the ring, another similar perceval valve size 25/l was implanted instead on (B)(6) 2024. No further information is available at this time.

Manufacturer narrative:
Corrected: conclusion h11 since the device was not returned for further investigation, the definitive root cause of the reported event cannot be established at this time. Based on the information received from the field, the tissue around the annulus ring was lost when the implanted ring was explanted at the surgery which caused the pvl. After repairing the ring, another valve, same size was implanted without any issues. As such, the cause of the event can reasonably be related to procedure.

Manufacturer narrative:
Updated sections b4, g3, g6, h2, h6. Manufacturer attempted to follow up, but no further information was received despite manufacturer's multiple attempts if follow up. Since the device was not returned for further investigation, the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Based on the information received from the field, the tissue around the annulus ring was lost when the implanted ring was explanted at the surgery which caused the pvl. After repairing the ring, another valve, same size was implanted without any issues. As such, the cause of the event can reasonably be related to procedure.